Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the absence of a time line provided in the report, it is unk when the cannula came out in relation to when her bg levels began to rise. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." By following user guide instructions, the customer had immediately removed and replaced the pod upon noticing that the cannula was not inserted into her skin. A review of lot qualification records was performed - the lot passed the acceptance criteria.

Event description:
The customer had experienced a high bg level of 400mg/dl within the first day of activating the pod. She could smell insulin on her skin and the site "felt wet." When she checked the cannula, she noticed that it "was out." The pod was immediately removed, but will not be returned for eval. No potential cause of the cannula dislodging was noted.